Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a shoulder total joint replacement surgery the inlay was inserted but did not stay in place. Normally, it clicks into place after insertion, but that did not happen here, and it could be easily removed with a finger, as the click mechanism had not worked. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery. ***update 08-jun-2026 it was confirmed that the surgeon used the ar-9502f-39cpc cup; it couldn't have been the cup's fault, because it worked with the second humeral insert.